Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent occipital and posterior cervical fusion at oc-c3 due to non-union on (B)(6) 2017. Post-op, a revision was performed due to loose connector. A second revision was planned as the rod at the hinged end of the connector looked to have broken on one side and the other side, the rod looked to have slid out of the connection to the occipital plate.

Manufacturer narrative:
Additional information: image review: post-op x-rays for occipital thoracic fusion show a disconnection of one of the occipital rods. It is unknown how long after surgery this occurred but the implant date is listed as 1 month ago. Given the length of the construct some cervical/occipital motion could pre-dispose to hardware failure at the junction as it is too early for fusion to have occurred. If information is provided in the future, a supplemental report will be issued.